Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and was found to be functional. However, it no longer meets design specifications for impedance. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may have lead for an error code to occur.

Event description:
It was reported that during a lap cholecystectomy the handpiece received a check handpiece error before the first cut had been made on the pt. The handpiece was swapped with another handpiece and, using the same instrument, the case was completed with no pt consequence.